Event description:
The facility reports after transferring a patient, the spreader bar and the scale detached from the lift. There was no patient in the lift. No injuries were reported. (B) (4).

Manufacturer narrative:
It was not possible for the manufacturer to perform a complete investigation of the scale because it was repaired before sending it back to bhm. However, it requires multiple causes of malfunctions occurring simultaneously to have this situation to occur (the 2 small screws need to have unscrewed completely as well as the jam lock nut. Recommend the customer to have all similar products inspected and repaired (if needed) by a qualified technician and that these actions be recorded.